Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implant date: (B)(6) 2019, 429888 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw). The lead was explanted. No patient complications have been reported as a result of this event.